Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having erratic blood glucose readings. Customer reported having a headache. It was noted that the customer contacted their health care provider for their high blood glucose readings of 345 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. It was noted that the customers fill cannula amount was .4 units higher than needed for her type. Customer's blood glucose reading at the time of the call was 279 mg/dl. No further information reported.